Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient had the concurrent procedures [(B)(6) 2009] of laparoscopy for ovarian cysts, and cystectomy. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was reported that patient experienced pain, erosion, infection, bowel problems, dyspareunia and recurrence post implantation.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, mixed urinary incontinence, detrusor overactivity incontinence and a sling was implanted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, erosion, infection, bowel problems, dyspareunia and recurrence post implantation. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 04/20/2017. It was reported that following insertion the patient experienced bacterial vaginosis, vaginal itching and discharge.